Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("the right essure device displaced, which appears to be partly in the myometrium"), device dislocation ("malposition of essure device location-left of midline in uterus") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (date of birth-(B)(6) 1994 and (B)(6) 2005), pregnancy termination, blood pressure high, uterine bleeding, cesarean section in 2005, knee operation, encephalitis autoimmune, vaginal delivery, menses irregular, arthritis, abortion induced, pregnancy termination and pregnancy. The patient does not smoke and does not drink alcohol. Previously administered products included for birth control: sprintec 28 in 2007 and estro step in 2005; for an unreported indication: estrostep in 2005, hct and hyzaar. Concurrent conditions included dysmenorrhea, vaginal discharge, menorrhagia, fibroids, ovarian cyst, adrenal cyst, morbid obesity and obesity. Family history included colorectal cancer (brother), ovarian cancer (aunt), cerebrovascular accident (father and uncle), diabetes, heart disease, unspecified, hypertension (brother and mother) and myocardial infarction (father). Concomitant products included hydrochlorothiazide, lisinopril since 2010, meloxicam (mobic) and multivitamin. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2010, 3 months 16 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with abdominal pain lower. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), complication of device insertion ("the right essure device failed") and device expulsion ("a displaced coil on the right (into the cavity)"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device dislocation, genital haemorrhage, bladder disorder, urinary tract disorder, complication of device insertion and device expulsion outcome was unknown. The reporter considered bladder disorder, complication of device insertion, device dislocation, device expulsion, embedded device, genital haemorrhage and urinary tract disorder to be related to essure. The reporter commented: the right essure device failed, suggested tubal ligation which was done (B)(6) 2010. Patient had para 2-0-3-2 who initially was scheduled for this procedure in sep, however she came for her preoperative evaluation and was noted to be pregnant.she underwent u/s x 2 with us in (B)(6) and noted to have a ruptured cyst and a displaced coil on the right (into the cavity). They did comment that maybe they thought the right coil was out of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 48.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: other, the right essure device failed on (B)(6) 2010, surgical pathology report showed, endometrium curettings, early secretory phase endometrium multiple portion of gross description- the specimen is received in a single formalin labeled accession number and ¿endometrial curettings.¿ it consists of multiple fragments of pink-tan to red soft tissue measuring 1.7*1.5*0.4 cm in aggregate. The specimen is totally submitted in a single cassette. On (B)(6) 2010, hcg test was negative. On (B)(6) 2010, cytopathpc lab pathology showed no evidence of intraepithelial neoplasia or malignancy. Neutrophils. On (B)(6) 2015, sonography showed, anteverted fibroids ¿largest 2.2 cm intramural , anterior right , fundal left essure wnl. Right essure is displaced down into fundal myometrium / top of endo left ov-wnl minimal free in right adnexa. On (B)(6) 2016, computed tomography showed, right anterior calcified fibroid otherwise wnl. On (B)(6) 2016, transvaginal ultrasound showed, re-demon.stration stable appearance to the previously noted right-.sided adrenal nodule with peripheral calcifications. This does not need washout criteria for a benign adrenal adenoma, however, given its stability when compared on prior studies likely represents a benign etiology. Interval follow up is recommended. On (B)(6) 2016, sonography anteverted ut(uterus) multiple small intramural fibroids , largest 2. 1 cm, anterior fundal right rt essure appears to be displaced into superior fundal myometrium, and appears exactly the same as december ultrasound lt essure appears in place lt ov(left ovary )- 2.2 cm simple cyst rt ov- 9 mm simple cyst no free fluid or adnexal masses. On (B)(6) 2016, surgical pathology reports showed, uterus and leiomyomata with bilateral fallopian tubes, more moreclluted supracervical hysterectomy and bilateral salpingectomy ¿benign proliferative endometrium with focal stromal hyaline scarring, consistent with clinical history of ablation .aggregate of benign, cystically dilated endometrial glands and unspecified stroma with an myometrium , suggestive of endomyosis fragments of leiomyomata (up to 1 cm in maximum dimension). Serosal fibroin adhesion benign fallopian tubes with para tubal cyst comments-although the finding of a seprate aggregate of benign endometrial glands and stroma with the myometrium is suggestive of adenomyosis fragmentation and morcellation (as written) of the tissue prevents definitive diagnosis. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: the right essure device displaced, which appears to be partly in the myometrium and a displaced coil on the right (into the cavity).¿ most recent follow-up information incorporated above includes: on 23-jan-2018: pfs received-new events, malposition of essure device location-left of midline in uterus, bladder problems or changes, urinary problems or changes, lower right abdominal pain, the right essure device failed, displaced coil on the right (into the cavity), the right essure device displaced, which appears to be partly in the myometrium were added. Event pelvic pain female was initially reported as incident category and now has been made a symptom of embedded device. New reporter was added. Historical and concomitant conditions were added. Lab data were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.